Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 4 had failed. A field service engineer (fse) worked with the pharmacy and, after troubleshooting and diagnostics, determined that tower door latch 4 needed replacement. Converted all tower door latches to the new style and replaced the tower door glass as required. Rebooted the station and had the customer test inventory on the tower door, which was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had a door failure. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.